Manufacturer narrative:
The insulin pump was received with button error alarm and unresponsive buttons due to flattened dome switch on the esc and act buttons. The insulin pump was also received with corroded keypad traces, minor scratched lcd window, cracked case on display window corners, cracked reservoir tube lip, broken belt clip slot, and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 215 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.